Event description:
It was reported difficult deflation was encountered during preparation for an occlusion procedure. Another balloon catheter was used to successfully complete the procedure without any pt complications. This device was rec'd, evaluated and retained by this MFR. Initial performance testing indicated deflation difficulties. A series of further performance tests resulted in the balloon eventually inflating and deflating without incident. User technique may have contributed to this event. However, co is unable to determine the exact cause for this event. Co's directions for use state: "the recommended inflation media is renografin 60 diluted 50% with sterile saline. Failure to observe recommended inflation techniques may result in formation of contrast crystals which could prevent deflation... Deflate the balloon by applying suction to the balloon lumen...note: the larger the syringe diameter, the greater the suction that is applied."